Event description:
A us distributor reported that a patient's electrode belt was experiencing adjust belt messages and check pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrodes and adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a ECG fall off test. The cause for the failure was isolated to an open driven ground wire. The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.